Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned. A definitive root cause cannot be determined. Additionally, there was not enough information collected concerning any presumed causes. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflator air supply stops automatically. This has happened in three consecutive cases. The air supply stops automatically before the measured pressure reaches 10 mmhg, compared to the set pressure of 10 mmhg. The third bar from the bottom on the gas supply pressure bar graph is lit green. The gas is supplied from the wall piping, and there are no connection issues, such as loose connections. The issue occurred during a therapeutic procedure for a laparoscopic sigmoidectomy and a laparoscopic cholecystectomy. There were no reports of patient harm.

Manufacturer narrative:
E1: ibaraki prefecture western medical organization, local independent administrative institution (B)(6) medical center. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3002808148 2024 06060.